Event description:
It was reported that the device experienced two occurrences of power on reset (por). Each por occurred after radiation treatment. The device was cleared of the por and restored to the previous parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data was collected from the device and analyzed. Device experienced a critical ram parity error power on reset (por) (B)(6) 2012, in location "19 1f", (B)(6) 2012 in location "24 0c" and (B)(6) 2012 in location "0c 24". Device should be able to recover from the events and continue normal function. Patient had radiation therapy concurrent with event timeframes.